Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that the basal settings and bolus history are correct. The customer stated that the insulin was not expired, there was no side infection, the displacement verification test was done correctly and there were no leaks. The customer was advised on how to correctly insert insulin to the reservoir.